Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found premature battery depletion. As received, the device was found at elective replacement indicator. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain due to an anomalous hybrid resulting in premature battery depletion.

Event description:
This report is to advise of an event observed during analysis.